Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had a broken rail. A field service engineer removed original drawer and replaced it with the new drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.